Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28 oct 2020.

Event description:
The customer reported light emitting diode (led) alarm failure. There was no patient involvement or user harm reported.

Manufacturer narrative:
G4: 05nov2020. B4: 12nov2020. The customer reported a light-emitting diode (led) alarm failure during testing when powering on the unit. The customer confirmed and identified the alarm (led) diagnostic error code. The customer replaced the power switch overlay to resolve the issue. The device passed testing and was returned to service, submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.